Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced ineffective therapy. Diagnostics indicated patient's cervical lead had migrated. In turn, reprogramming was unable to resolve the issue. Surgical intervention took place where another exclaim lead was placed at c3.